Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a check right ventricular (rv) lead was noted at a follow up and the initial interrogation of this cardiac resynchronization therapy defibrillator (crt-d). No data for the notification was noted and all data at the follow up appeared normal. More information was pending. No adverse patient effects were reported. Boston scientific technical services (ts) was not able to see the value resulting in the rv check alert due to the latest measured value not being uploaded to the daily measurements. Ts noted that one possibly could be that the device may be seeing rv amplitudes less then 3mv, but this was not possible to review due to design limitation.